Event description:
While replacing the syswash solution, the user noted the valve body was cracked and the bottle was leaking. The leak was confined to the analyzer. No patient results were affected and no users were harmed. The field service representative determined there was a mechanical failure due to a cracked water bottle valve and replaced the valve on the water bottle. To verify the analyzer operation, he ran the analyzer with no errors or leaking.

Event description:
It was reported that during a right hemi-colectomy procedure, a vascular reload was used in a regular gun. The device was fired and only two rows of staples were deployed. There was bleeding that they were able to control intra-operatively. After firing, the device was difficult to remove. They were able to get it off the tissue. Once removed, there was damage to the tissue that was repaired. No blood product was required. No device returning.

Manufacturer narrative:
The investigation determined the crack in the valve body might have been caused by syswash. It is recommended to exchange the part every 6 months on preventative maintenance.